Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that when he tested the vent, he was unable to verify the issue. He saw that it occurred three times in the error logs. Technical support informed customer that it would be difficult to troubleshoot without actually having the alarm active. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that motor fault alarm occurred on the vela ventilator.the customer reported there was no patient involvement associated with the reported event.